Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to an emergency room with heart failure. It was noted that the left ventricular lead was dislodged. Lead dislodgement was confirmed via chest x-ray. The physician tried to reposition the left ventricular lead but was unsuccessful due to patient anatomy. The physician then attempted to replace the left ventricular lead into the coronary sinus, but it was difficult and unsuccessful. When repositioning was unsuccessful the left ventricular and the right ventricular lead were explanted and discarded. There is no allegation of malfunction against the right ventricular lead and the pacemaker. A new competitor left ventricular lead was implanted. The patient was stable post procedure.